Event description:
It was reported that a powered wheelchair would not reverse or drive. The left wheel would not move and the brake won't engage. The powered wheelchair had a burning smell and smoke.